Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump was sticking sometimes. The customer¿s blood glucose was unknown. Customer stated that the random no delivery alerts occasionally and the corners of the insulin pump had scratches from dropping on the floor. The customer was declined transfer to troubleshooting. The insulin pump will not be returned for analysis.